Manufacturer narrative:
A visual inspection was performed on the returned device. The reported separation was confirmed. The reported break, inflation issue and leak could not be determined since only a partial portion of the device was returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the balloon was not soaked prior to use. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case, it is unknown if the violation of the IFU caused or contributed to the reported complaint. The investigation determined the reported break, separation, inflation issue and leak appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an unspecified lesion in a very tortuous vessel and this was a myocardial infarction case. Two other balloons were attempted but could not advance. The 2.5x12 mm nc trek balloon was not soaked prior to use and was noted to have a loose shaft and leaking air during inflation and could not be inflated during the only attempt to inflate the device. When the device was being placed back into the dispenser hoop the shaft separated. There were no reported adverse patient effects and there was no clinically significant delay in the procedure. A non-abbott balloon was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 - incorrect prep. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.